Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she cannot perform filling cannula at set change on the pump. Customer stated nothing happens when she presses act. Troubleshooting was done. Customer's blood glucose was unknown. All buttons responsive. No further information provided.